Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) cubie drawer 3.1 was failed. A field service engineer (fse) removed the back panel but could not found any issues. Then shutdown the device and removed the drawer to find that the inseparable magnet was obstructing it from moving. So, the fse replaced the latch inseparable then reinserted the drawer and rebooted the device. Then verified that the half height cubie drawer was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed to stay close. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.